Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center front panel light-emitting diode continuously glows. As a result, the digital visual interface is not working and failed to display image. The event occurred during preparation for use, prior to a diagnostic upper gastrointestinal series endoscopy procedure. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields: d9, h3, h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The front panel led lights stay on due to failure of a printed circuit board and images are not displayed due to digital video input does not operate. In addition, the following non-reportable malfunctions were found during the device evaluation: dust was found throughout the device, receptacle unit is loose, footswitch connector is difficult to connect and the paint is peeling on tank socket. Based on the results of the investigation it is likely the front panel led¿s stayed on due to failure of a printed circuit board. However, the specific cause of the printed circuit board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.